Event description:
Discordant results for cardiac troponin I (ctni) were obtained on a dimension rxl max with hm instrument on one patient and were not reported to the physician. The patient had two samples tested and both samples were repeated on an alternate instrument and those results were reported to the physician. There are no reports of patient intervention or adverse health consequences due to the discordant ctni results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site to evaluate the instrument and instrument data. The cse cleaned and inspected the heterogeneous module (hm), replaced the sample and reagent probes, sample drain and reagent 1 drain and performed the decontamination procedure on the hm and water system. The cause of discordant ctni results is unknown. The cse ran successfully qc. The instrument is performing within specifications. Further evaluation of the device is not required.